Manufacturer narrative:
Additional: it has since been reported that the device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery. This report is submitted on june 13, 2019.

Manufacturer narrative:
This report is submitted december 24, 2019.

Manufacturer narrative:
This report is submitted on may 13, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement; reprogramming attempts were made, however, this did not resolve the issue. Reimplantation is scheduled; however, this has not occurred as of the date of this report.